Event description:
It was reported that the caller was charging the patient¿s implanted neurostimulator and was unsure if they had received the "done" tone from the recharger when they noticed the recharger was off and emitting an error tone. The caller turned the recharger off and back on, after which it began blinking orange and displayed a service code 1021 - overvoltage. Upon turning the recharger back on, it appeared to resume charging and made the tone indicating that it was charging. The caller spoke with the manufacturer representative during the day. The recharger then appeared to function normally and gave the "done" tone after a few minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturing representative (rep). Rep reported that reconnecting to implant resolved the error messaged 1021 and implant began charging again. The cause of the error message is unknown. Troubleshooting included reconnecting with implantable neurostimulator, turning it off then back on and checking the status with the programmer. Issue has resolved.